Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided indicates the patient was implanted with pinnacle metal on metal. The articulating surfaces have been reported for the metallosis, metal wear, and dislocation. The femoral stem has been reported for the elevated metal ions along with the articulating surfaces. The previously reported taper sleeve is being downgraded as the patient didn't have asr implanted." At this time depuy synthes joint reconstruction considers the device on this report to be not reportable as this patient did not have this product implanted. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr litigation received. Litigation alleges injury, pain, trouble walking, sitting and standing for long periods of time, excessive levels of metal ions and emotional distress. Doi: (B)(6) 2009 - dor: (B)(6) 2015 (right hip). Patient is bilateral. See (B)(4) for the left hip.